Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient fell on monday right on their behind, and the day of the report (thursday), were feeling an electric shock in their buttocks after a walk. When they were sitting down they felt like an electric shock. It was intolerable and they had to sit on their side. It only bothered them when they sat down.